Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If any relevant information is obtained from the label review, a supplemental report will be submitted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The break in aseptic technique was further described as patient made a mistake/touch contamination. Eight days prior to the onset; the patient was hospitalized for an unreported indication. The patient was treated with supacef injection 1gm (route, duration, and frequency not reported), amikacin 125mg (route, duration, and frequency not reported), and heparin injection 2ml (units, route, duration, and frequency not reported) for the peritonitis event. It was reported that the patient was recovering from the peritonitis. Pd therapy was ongoing. On an unreported date, the patient¿s effluent fluid was clear. It was not reported if the patient was retrained on aseptic technique. Additional information was requested but is not available.